Event description:
It was reported that the programmer was unable to boot up and a black screen was observed. It was noted that when the programmer booted up the stylus was unable to function and software updates were required. The programmer has been returned for evaluation. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus was unable to function, however it could not be confirmed that the programmer booted up to a black screen. The programmer was unable to pull logs. The keyboard was missing hardware and a slide cover. Reconfigured hard drive, reloaded, and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.